Event description:
New information received indicates that the pacemaker's was updated and the pacemaker was able to be interrogated. The clinic will continue to monitor the patient.

Event description:
It was reported that the patient presented to the clinic for a follow up. Upon interrogating the pacemaker, it was noted that the pacemaker couldn't be interrogated. The patient was in stable condition.

Manufacturer narrative:
The reported event of difficulty interrogating the device was confirmed. Based on the information provided, it was determined that the programmer was reading the diagnostics and had switched to 8k telemetry, which slowed the process and made the programmer appear frozen. While the diagnostics is in process of being read, other actions, such as programming changes, remain pending.